Event description:
It was reported the pt underwent thoracic surgery. An aquacel foam dressing was applied post-operative to the surgical incision(s) made to the pt's thoracic area and lower leg. The dressing reportedly "fell off" within 24 hours of the initial application. No pt complications were reported as a result of this event.

Manufacturer narrative:
Additional: adhesion properties depend on proper preparation and cleansing of the skin, followed by proper preparation and application of the dressing to the skin. Appropriate dressing size and shape should be used to ensure the central absorbent pad (area within the adhesive window) is larger than the wound area. Aquacel foam dressings are manufactured using medical grade adhesive and other raw materials that have been approved for skin contact. This complaint was investigated by confirming the silicone trilaminate,the skin contact material, used in this lot of product was certified meeting the requirements of convatec. This lot of product was sterilization certified and all manufacturing, materials, and sterilization processes were compliant to requirements. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted.